Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device encountered a power malfunction. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device: updated. Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. The top case corners were chipped, and the right plunger case and battery door were cracked. Error codes were found in the ehl (event history log). A power up process was performed, and battery diagnostics were checked. The customer reported issue was not duplicated. The battery was at 46 percent and values were within specification. The root cause of the reported problem is due to normal wear causing intermittent battery issues. The battery is nine years old. To resolve the issue, the battery was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).